Event description:
The user alleged that while using the system they were unable to register the patient. The system would only give "points mismatched" errors. The site replaced the locatable guide in an attempt to register the patient, but this attempt was unsuccessful. The site was unable to complete the case. The patient was under general anesthesia. There was no harm or injury to the patient.

Manufacturer narrative:
The technical field specialist went to the site to check the system in 2008. It was discovered that the site was using a metal tray near the location board and this can be a potential cause of the reported system inaccuracies. It was recommended to the site to keep metal trays and other metal objects away from the sensing volume during a case. Current labeling states: significant changes to the configuration of the bronchoscopy suite, including introduction of new metallic equipment or movement of existing metallic equipment can affect the accuracy of the system". Additionally, two components of the superdimension system, a patient sensor triplet and a location board were exchanged as a precautionary measure. The system was then checked for accuracy and the results were within specification. After the service on the same day, the site performed a case and was able to register the patient and the system functioned appropriately. Both the location board and the patient sensor triplet that were replaced were analyzed and both were found to be within specifications and no anomalies were found.